Event description:
A physician reported two healthcare workers complained of dizziness and shortness of breath while cleaning up a cidex opa solution spill. The physician stated the workers were not wearing ppe when the event occurred. When the event was reported, the physician had not seen these two workers. Add'l info has been requested.